Event description:
It was reported that the customer used the system to record "photo" in fluoroscopy. For the first pt, there was no problem. For the second pt, the name and ID number was superimposed with the name and ID of the previous pt on the photo.